Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The evaluation of the device is anticipated but has not yet begun.

Event description:
It was reported that, prior to patient use a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time the malfunction occurred.